Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1/4.2 was not detected on bus. A field service engineer (fse) attempted reseating, but the issue persisted and replaced the pyxibus module controller to resolve the issue. Further the fse tested in hardware test application (hta) and no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on bus and could not access medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.